Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the ok button was intermittently unresponsive and required multiple hard presses to elicit a response. The reporter stated that the keypad was peeling from the bottom up. The reporter stated there was no trauma to the pump and no moisture ingress. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad torn and peeling at the ok key. The ok button was intermittently responding. The ok button contact was inverted. Contamination was found underneath all of the button contacts. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.